Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The breath delivery unit (bdu) printed circuit board was replaced, software loaded and the oxygen sensor replaced. The ventilator then passed all performed testing and calibrations.

Event description:
It was reported that the ventilator had a communication issue. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an operational problem. If information is provided in the future, a supplemental report will be issued.